Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
The patient underwent an unspecified spinal procedure. It was reported that the head of the set screw stripped. The screw was removed and a new screw was put in. No patient complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.